Manufacturer narrative:
Country of origin is (B)(6).

Event description:
A nurse complained in regards to a patient's discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using either the neoplastin or the thromborel s method. At 8:53 a.m. The meter result was >8.0 inr and at 11:53 a.m. The laboratory result was 2.3 inr. The patient went off warfarin for two days based on the result. The patient's therapeutic range is 2.5 - 3.5 inr. It was confirmed that a qc was run on device. The last qc tested on 11-dec-2018 and 12-dec-2018 both passed. There was no adverse event reported. There were no recent changes in diet or lifestyle and no autoimmune disease. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.